Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had visited the emergency room and later admitted to the hospital on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 547 mg/dl. The customer's other reported blood glucose level was 400 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer was treated with intravenous insulin infusion at the hospital and used insulin pens. The customer declined troubleshooting. It was unknown if the insulin pump was in auto mode at the time of incident. The insulin pump will not be returned for analysis.